Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol cap (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the torque device felt like it was grinding on the roadrunner uniglide hydrophilic wire guide, and it was later noted that it had caused several tears in the coating. The procedure was continued with a new device, and there were no injuries or additional procedures.